Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformities to specification or deviations in procedure.

Manufacturer narrative:
B4: 12-may-2021. D6a: on (B)(6) 2016. D8: no. D9: yes. G1: mr. (B)(6). G2: distributor/importer. G3: 12-may-2021. G6: follow-up # 2. H2: correction, additional information, device evaluation. H3: yes. H6: health effect - impact: 4627. Medical device problem code: 2682. Type of investigation: 10, 3331. Investigation findings: 213. Investigation conclusions: 4315. H10: it was reported that the implant subsided into the lower vertebral body. The radiographic images were reviewed and showed a slight radiolucency. There was no clear evidence of subsidence based on the images provided. The implant was not intact as-received. It was noted that tissue samples were taken for microbiological culture; however, no results or reports were provided. The device showed no evidence of mechanical failure. The device was in vivo for 40 monhts. The device had been damaged during removal but showed minimal evidence of in vivo damage.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested. The m6 artificial cervical disc system is intended for use in skeletally mature patients undergoing primary surgery.

Event description:
It was reported that the patient was revised due to pain.